Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00033 on 06-mar-2025. Additional information (14-mar-2025): siemens reviewed the quality control (qc) data, which recovered within the acceptable limit for all assays. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and adjusted the temperature, cleaned windows, aligned photometer and ran a system check, which recovered acceptably. Siemens further evaluated the event and concluded that the issue with dirty windows which was resolved by cleaning the cuvette windows and performing other general maintenance activities performed by the cse potentially contributed to the erroneous ca, phos and eco2 results. The investigation conclusions code in the h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the erroneous calcium (ca), phosphorus (phos) and enzymatic carbonate (eco2) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. Based on the remote service center (rsc) advice the customer cleaned all windows, performed a photometer arm align/milli absorbance readings (mau) offset, calibrated the cuvette system temperature, and ran a system check, which recovered acceptably, and observed no longer abnormal assay flag and/or assay range. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the erroneous calcium (ca), phosphorus (phos), and enzymatic carbonate (eco2) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were repeated on the alternate instrument. The customer did not provide information on which instrument was used for repeat testing. The correct results for the affected samples are unknown. The customer did not provide sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to erroneous ca, phos and eco2 results.